Event description:
It was reported that this right atrial (ra) lead had noise and oversensing causing inappropriate atrial tachy response (atr). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).